Manufacturer narrative:
Operator of device is unknown; no additional information was received. The device was received for evaluation and contamination was noted by the dso (downstream occlusion) sensor seal area. Functional testing duplicated the reported problem and it was determined the problem was due to fluid ingression / contamination on the dso sensor which was found to be customer-induced. As a corrective action, the dso sensor was replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device indicated an error to reattach the cassette. No patient injury was reported.